Event description:
It was reported that the customer was experiencing unexplained high blood glucose. It was stated that several cannulas were bent, and the infusion set leaks at the site from pressure build up. Troubleshooting was performed, and the insulin pump failed the high pressure test. Advised that the customer should discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.